Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq functioned as designed and intended and there was no mistreatment. Once the patient is positioned via the couch to within the geometry defined in mosaiq (which mosaiq does monitor), no other monitoring is available. Centers typically use immobilization devices and video monitoring to ensure that the patient does not move from their intended position. The ability to monitor actual patient movement is not a functionality of mosaiq.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that they had an issue with a patient who moved the couch due to gripping onto the ends.